Event description:
The hcp reported that the patient had expired due to pneumonia and the death was unrelated to the pump. The coroner subsequently attributed the death to severe congestive heart failure. In 2006, a routine pump refill was performed under supervision of hcp who deemed correct refill technique was used. At that time, the drug was changed form methadone to hydromorphone. It is unk if methadone was also being administered or what concentrations and doses where being administered. Following the refill, the patient became "nauseous and unwell" which was felt to be related to the therapy change. It was recommended at that time that the patient be admitted to the hospital; he declined, but was admitted 3-4 days post refill. Approximately one week after refill, the pum was aspirated of 3 mls; expected reservoir volume was 28 mls. The pump was refilled and three days later, volumes were rechecked and no discrepancies were noted. The hcp believes that the patient may have missed "a number of doses of his ace inhibitor due to nausea and vomiting". The patient's condition did not improve and he subsequently expired. The patient's family has sought legal advice regarding this matter.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.